Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their stimulator was not in the wrong place. They noted that they did not let the ¿charger charge¿ six or more hours which was why the device would not keep a charge. The patient reported that it was working ¿ok now¿. In addition, the patient stated that they still had the burning/stinging pain when they got out of the car. Also, when they went for a walk, they had to stop a few seconds for the issue to stop before they started walking again. The patient had notified their managing physician and was told what they were doing wrong. It was now working ¿ok¿ and noted they had been ¿a lot of help¿. It was noted they were going to program the patient again. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Date of event was reported as "last wed or thurs" ((B)(6) 2016) .

Event description:
Information received from the patient reported that felt the stimulation from their implantable neurostimulator (ins) in the wrong location. Specifically, the patient would like to feel the stimulation in their back/hip area as they currently felt the stimulation more down their legs and occasionally in the hip. The patient also stated that when they got out of a car they felt a burning/stinging pain. The programmer was telling the patient to charge the ins. They were able to charge the ins and, through troubleshooting, the patient was able to get 8 coupling boxes. The indication for use for the implanted device was noted spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.